Manufacturer narrative:
Initial reporter - facility name: (B)(6). (B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right rupture. Device has been explanted and replaced.

Event description:
Healthcare professional reported right rupture. Device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: d6b.

Event description:
Healthcare professional reported right rupture. Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed, opening device on posterior side assessed, as unidentified (tear) opening (shell thickness was within specification). No further actions are required, as the device was implanted.

Event description:
Healthcare professional reported, right rupture. Device has been explanted and replaced.